Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty autocal valve on the smart pneumatic module. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing the device displayed a " runtime calibration failure-1051" message. Complainant indicated that there was no patient involvement in the reported malfunction.